Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that the day prior he experienced low blood glucose levels below 40 mg/dl. The customer's blood glucose at the time of the call was 295 mg/dl. Troubleshooting for high blood glucose levels was done. The customer had treated himself with insulin pump therapy and a manual injection. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was neither bent nor occluded. The customer also received a no delivery alarm while resetting the fill cannula amount. Troubleshooting was done. The customer stated that insulin did not exit and that the insulin pump alarmed no delivery. The customer stated that the alarm was caused by crimped tubing from the high pressure test. The customer inserted a new infusion set and primed with no problem. Advised to monitor insulin pump. Nothing further reported.